Event description:
It was reported that the customer's insulin pump had a frozen display. Troubleshooting was performed. The time on the device was not advancing. It was also mentioned that the insulin pump alarmed button error the night before, and none of the buttons are functioning. Advised that the customer should revert to back up plan and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.